Event description:
Balloon failed to deflate during a thrombectomy. While trying to remove and after excessive force was used the balloon broke. As a result, the incision was opened and dissected down to reveal the graft. The thrombus was then manually extracted.